Event description:
A surgeon reported an intraocular lens was exchanged due to the pt experienced glare. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the lens was returned in two pieces. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The root cause for the reported issue of glare could not be determined by the product eval. Lens bench testing was attempted; however, exact reading could not be obtained due to the optic damage. Due to the presence of solution, the observed damage is most likely related to customer handling. Add'l info has been requested. (B)(4).